Manufacturer narrative:
Device was received with no down arrow and select button response due to moisture damage keypad assembly. Unable to perform the self test and displacement test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump button was unresponsive. Customer stated that numbers was not ramping on their own. Customer stated that the scroll bar was not moving with no input, there was no response from any button. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.